Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and buttons are really hard to push. Customer's current blood glucose value was 498, 591 and over 600 mg/dl treated with pump and manual injection. Troubleshoot was declined for high blood glucose. The product was not returned for analysis.